Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0r5pg, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
It was reported that patient had a loss of therapy. She notices if she does not feel stimulation her symptoms go downhill. No one told her she needed to change the batteries in her pp (patient programmer). Patient was unclear on the functioning of the on off buttons for pp and for stimulation. Patient services worked with patient to confirm stimulation was on and to understand button function. The patient does not feel stimulation. Symptoms reported were not feeling stimulation and symptoms downhill. It was a sudden change in therapy/symptoms. The patient was diagnosed with fecal incontinence and gastrointestinal/ pelvic floor .